Event description:
A medtronic rep reported that during a cranial procedure, using a stealthstation treon guidance system without axiem, the surgeon pinned the pt using a passive catheter introducer (pci). The case went well from that point on, however, the medtronic rep was informed later that the omaya reservoir catheter they placed, intending to go through two cyst walls, ended up behind the cyst wall. Per the surgeon, it is possible the cyst wall was so tough that the catheter diverted around it instead of through. Revision surgery may be scheduled.

Manufacturer narrative:
Software has not been evaluated as of the date of this report.